Manufacturer narrative:
H10: the device was not received for evaluation; however, the machine was evaluated on-site by a local non-baxter qualified technician. The technician performed unspecified troubleshooting. There is no indication that an alarm was generated suggesting that the reported uf deviation was within specifications or if the alarm was trigger at all. The technician did not provide any information of their device evaluation; therefore, the reported condition could not be verified. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a high ultrafiltration event occurred on an ak 96 machine. During hemodialysis therapy, the ultrafiltration time set by the machine was not achieved. The machine displayed the ultrafiltration had stopped. After the patient disconnected from the device, the patient¿s weight was ¿lighter than expected¿ (not further specified). The actual ultrafiltration volume is more than the displayed ultrafiltration volume (not further specified). There was no report of patient injury or medical intervention associated with this event. No additional information is available.